Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date due to unknown reasons.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.